Event description:
The caller alleged discrepant low inratio inr results in comparison to the laboratory inr results. Results are as follows:date inratio inr laboratory inr(B)(6) 2015 2.6 6.2(B)(6) 2015 2.0 2.9 therapeutic range: 2.0 - 3.0. On (B)(6) 2015, the caller went to the hospital for a broken leg, which is not related to the inratio device. He took his inratio monitor to the hospital with him and tested within ten (10) minutes of the venous laboratory draw. After receiving the 6.2 inr, his warfarin was held and he was administered oral vitamin k. The next day, (B)(6) 2015, both inr results were in the caller's therapeutic range and warfarin 3.75mg was resumed. The caller has a history of anemia but could not provide any hemoglobin or hematocrit results. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.